Manufacturer narrative:
Follow-up #1 date of submission 04/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed unexplained reboots on (B)(4) 2016. A visual inspection of the pump showed no damage to the battery compartment or returned battery cap. The cap was able to fully tighten on to the pump and maintain an electrical connection. The battery cap was fastened then unscrewed ½ turn with no reboots occurring. The pump successfully passed the ez primes steps with no issues. The pump cover was removed and moisture corrosion was found on the motor flex/connector and on the piezo circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.